Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during a conference call with the reporting facility and other members it was indicated that the involved infusomat space pump was involve in a death incident but was not identified as the cause of death, but was identified as a contributing factor due to air-in-line alarms. The information provided indicated that the patient had multiple comorbidities and was in the cardiac catheter lab on a norepinephrine drip. During the incident the pump started presenting air-in-line alarms, however, the reporter and staff were not clear whether there was actual air visible within the infusion line at the time of the alarm. Prior to alarms going off pump had been running for about ah hour without any interruptions. Staff member indicated a backup pump & medication was available, but medication was not running due to nurse trying to set up the infusion. The patient heard rate and blood pressure dropped and the patient was deemed unable to be resuscitated.